Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-jun-2024. It was reported that patient faced ten infusion sets cannula kinked event. The insertion site was abdomen. Patient observed their symptoms within 3 hours of insertion. Patient's blood glucose level was displayed high. Patient replaced infusion set and resumed insulin successfully. No further information was available.